Manufacturer narrative:
Manufacturing year: 2012. Field service specialist (fss) visited the account and could not duplicate or confirm any issue with system. He tested system and it met amo specs. Fss performed adjustments to system as they were near edge of range. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient had capsule tear on one eye. No additional info provided.

Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.